Manufacturer narrative:
(B)(4).

Event description:
It was reported by the olympus representative on behalf of the customer, the evis lucera duodenovideoscope was microbiologically cultured and tested positive for pseudomonas aeruginosa. Experiments were conducted at the facility to examine the in-hospital reprocessing manual. The test was conducted for two (2) to three (3) months from the end of last year (2021). The target scopes were two (2) evis lucera duodenovideoscopes owned by the facility. The oer-5 was used for high-level disinfection. In group a, the reprocessing method was carried out according to the olympus instruction manual. In group b, the reprocessing was carried out by skipping the step of flushing the cleaning liquid around the forceps elevator during main cleaning per the olympus instruction manual. Group a and group b tests were conducted thirty (30) times for each scope (one hundred and twenty (120) times in total). Each scope was reprocessed after a normal endoscopic retrograde cholangiopancreatography (ercp) procedure. When culture tests were performed on the scopes after reprocessing, there was no significant difference in the detection rate of pseudomonas aeruginosa in groups a and b. All pseudomonas aeruginosa had been detected around the forceps riser. No health hazards to the patient have been reported by the facility. As a as the result of the experiment, opinions were divided between the opinion that it was better to follow the instruction manual for considering the scope cleaning, disinfection, and sterilization manual in the hospital, and the opinion that water supply to the scope elevator was not necessary. Additional information was obtained from the facility. The scope reprocessing was not performed according to the instruction manual before the scope was used for the next case. Per the physician, the results of the bacterial culture test were not available till two weeks (2) after the sample was sent and two (2) months after the tubercle bacillus. There was no way to decide if the scope should be reprocessed by the time the result was available, therefore the scope was used for the next procedure. Bacteria was detected in about twenty percent (20%) of all culture tests (120 times), approximately twenty-four (24) occurrences. Information was not available for each serial number. Aside from pseudomonas aeruginosa, another very dangerous bacterium was detected. The number of bacteria was not enough to judge the significant difference. Approximately the same number of bacteria was detected from the forceps riser and channel. This event includes twenty-four (24) reports: group a (quantity 12): accordance with instructions for use (IFU) / positive cultures: (evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4) .(B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. Evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4). (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. Group b (quantity 12): skipped flushing / positive cultures: (evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4). (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (Evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4) .(B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. This report is for (B)(6) for accordance with instructions for use (IFU) / positive culture of group a (evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4).